Manufacturer narrative:
Corrected to capture report of pump failure. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the healthcare provider. It was reported the patient came in with a pump failure. It was reported the patient's pump had been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 415.6 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that the patient presented on (B)(6) 2018 with acute withdrawal with symptoms that included: itchy, spastic, and diaphoretic. The x-ray's and computed tomography scans confirmed that the catheter did not appear kinked and it was in the intrathecal space. The hcp checked the reservoir volume and it was accurate. The event logs were checked and no issues were found. It was noted that the pump was not recently filled. The caller reported that the patient's dose was increased by (B)(4)% and a 100 mcg bolus was programmed and the patient had no response to it. The hcp was noted as going to be performing a roller study and possibly a catheter dye study. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider. It was reported the patient's pump had been replaced.